Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Save to disk review was deemed to be not necessary, as dislodgement was confirmed.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and palpitations approximately a week after implant. On evaluation in the clinic it was noted that the right ventricular (rv) lead threshold was elevated with intermittent and complete loss of capture. On echocardiogram it was found that the lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.